Manufacturer narrative:
Method: the sample will not be returned for a evaluation and investigation. Results: a review of the device history records was conducted for the lot number reported and the production lot met all manufacturing and quality specifications. Conclusions: per the reported information the fill volume for the reported device was 92ml's, in order for the user to obtain a longer infusion time the device would need to be filled to nominal, filling the pump less then nominal results in a faster flow rate. I-flow provides cautions in it's dfu which state the following. Cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The homepump c­ series* flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31°c/88°f) and the tubing should be under the patient's clothing. If the homepump c-series* is used with the flow restrictor at room temperature (20°c/68°f}, delivery time will increase approximately by 25%. Investigation is on-going for this complaint; a follow-up report will be submitted when completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: fluorouracil 50mg/ml + 0.9% nacl. Fill volume: 96 ml/hr. Flow rate: 2 0. Procedure· chemotherapy treatment. Cathplace: IV. Fresenius-kabi in (B)(4) reported that a male patient was being treated for colorectal cancer. An eclipse pump was filled and used within 8 hours. The patient was given a 100ml/2ml's hour eclipse device and this was totally administered within 28 hours, additional information received 4/29/2013: the age reported was 60+, and average weight. No adverse clinical reactions reported. Pump was filled on (B)(6) 2013 (no time reported).